Event description:
It was reported that during an implant procedure, two atrial leads were attempted and not implanted due to placement difficulty. The physician was unable to advance stylet to distal end of the first lead. The physician was unable to position the second atrial lead into ra appendage. Unable to curve into j position. A new preformed j lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found.